Event description:
It was reported that the right ventricular lead dislodged within three weeks of implant and undersensing was noted. During the lead revision procedure, the physician was not able to extend nor retract the helix, so a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead dislodged within three weeks of implant and undersensing was noted. During the lead revision procedure, the physician was not able to extend nor retract the helix, so a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Product performance data collected from the device was received and analyzed. The sensing value was noted to be low on the electrogram.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.